Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation console was used in a benign prostatic hyperplasia (bph) procedure one day prior, (patient weight unk). According to the complainant, during the procedure, the pump psi (pound per square inch) remained at zero. No patient complications were reported as a result of this event. Please note: this event has been determined reportable based on investigation results received three months later. During preventative maintenance, a field service engineer found the power output was out of specification, and adjusted it.

Manufacturer narrative:
The device was serviced at the customer site, therefore, it will not be returned to the manufacturer. During the evaluation of the prolieve thermodilitation console, the field service engineer confirmed, with an hxc (heat exchange cartridge) test, that the pressure remains at zero regardless of the settings. Incorrect insertion of the hxc can cause damage to the tower; therefore, the tower was replaced and the pressure readings were normal. In addition, the power output was out of specification, and was adjusted.